Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited rapid battery depletion as remaining longevity decreased over one year during a seven-month time frame. The ICD remains in use. No patient complications have been reported as a result of this event.